Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas 8000 e 801 module. The customer was comparing troponin t hs gen 5 (tnt) to troponin t hs gen6 (tntst). The initial tnt result was 22, and the initial tntst result was 14. The repeat tnt result was 12, and the repeat tntst result was 11.5. The unit of measurement was not provided.